Event description:
It was reported that the patient suspected the implantable cardioverter defibrillator (ICD) was not working because they received a shock and the device was beeping. A device interrogation confirmed that no shock therapy had been delivered. There was an alert observation from the same day related to the patient's regularly scheduled remote transmission and another recent alert related to the device having reached the recommended replacement time (rrt). The ICD remains in use. It was also reported that right atrial (ra) lead sensitivity had been adjusted to avoid far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 693565 lead implanted (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.